Manufacturer narrative:
Investigation summary: the pump was not returned for investigation. Data log shows fluctuating placement signal during the time of the reported hemolysis issue. No abnormalities were reported related to positioning issue or motor current spike during the case run. As per the clinical details, hemolysis was resolved after pump repositioning. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was most likely use-related, due to improper position of the device. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. Clinical symptom (organ failure): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1941938 device history batch: subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was noted to have pink/red urine, indicating injury. An echocardiogram performed at 0400 reportedly described the device as ¿deep¿ without a measurement; at morning rounds it had not yet been repositioned. With echocardiographic guidance at bedside, the device depth was measured at approximately 6cm in the left ventricle, then retracted to 4.1cm and re-secured. The patient was reported as stable following repositioning.

Event description:
Additional information received from the complainant reporting "impella was repositioned/pulled back at bedside with echo guidance to 4.1cm. Pt was initially placed on ECMO and then escalated to impella 5.5 on (B)(6) 2025. The device is not available for return."

Manufacturer narrative:
B5: additional information received from the complainant. H6: component code added.